Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a pressure sensor autozero failure occurred. The customer stated the error code occurs when the ventilator is turned on. It was confirmed that the pressure sensor autozero failure was the error code in the event log. A troubleshoot with the remote service engineer (rse) and customer occurred. The rse provided manufacturer recommendations to resolve the reported issue. The rse then provided the customer with the part numbers of the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the solenoid valves but declined to replace the data acquisition (da) printed circuit board assembly (pcba) due to cost. The issue was not resolved, and the customer decided the ventilator will be disposed of. The customer determined the ventilator will be disposed of. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.